Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations."

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. Customer declined to provide additional information regarding bg. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. The customer indicated that no backup insulin therapy method was available at the time of the event. No additional information was provided.